Event description:
I underwent a treatment with trusculpt ID on my lower abdomen area. This was my first session and I had 3 applicators placed on each side. In the first few minutes I started to experience a horrible burning sensation. I had requested the provider several times to stop but was told it was normal to expect this and preserve, at the end of the session when the pads were removed my epidermis and partial dermis peeled off and I was left with huge blisters and oozing. I had to go to the emergency room (ER) for further care and burns dressing due to second degree burns. FDA safety report ID # (B)(4).